Event description:
It was reported that (1) atb45 was used during a video assisted thoracic surgery lobectomy procedure. It was reported by the affiliate that the device would not fire and firing knob broke. Opened another device to complete the case. There was no consequence to pt.